Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was using a secondary infusion setup and "the secondary bag which was filled to double the amount needed, continue infusion after the secondary completion point". The event occurred during delivery at cancer center. There was no patient injury. No additional information is available.